Event description:
It was reported that after successful advancement and implantation of a 3.0x18 xience v rx stent in a heavily calcified, de novo lesion in the proximal right coronary artery, a 2.5x33 rx xience prime stent delivery system (sds) was then advanced onto an unspecified guide wire and toward a lesion located distal to the implanted xience v rx stent. However, the rx xience prime stent became stuck and entangled while inside of the implanted xience v rx stent. While withdrawing the rx xience prime sds along with the guide wire, as a single unit, resistance was felt and, upon removal from the anatomy, it was discovered that the implanted xience v rx was inadvertently explanted, as the two stents were noted to be entangled. The explanted xience v rx was noted to be stretched/unraveled. After removal from the anatomy, the devices were reportedly intentionally cut free from one another by the healthcare practitioner. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.0 x 18mm xience v rx mentioned is being filed under a separate manufacturer report number. Device code - distal to stent; against resistance. The device was returned for analysis. The difficult to position, difficult to remove, and device causing damage to another device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Evaluation summary: the xience prime and xience prime long length everolimus eluting coronary stent systems instructions for use (IFU) states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience prime stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is likely that the xience prime stent interacted with the deployed xience stent, causing the stents to become entangled and damaged. Furthermore, the attempts to remove the xience prime sds as resistance was encountered would have contributed to explanting the deployed xience stent. The stent system removal section of the IFU states: if removal of a stent system is required prior to deployment, ensure that the guiding catheter is coaxially positioned relative to the stent delivery system, and cautiously withdraw the stent delivery system into the guiding catheter. Should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. This should be done under direct visualization with fluoroscopy. Based on the reviewed information, no product deficiency was identified.